Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the pt lost stimulation. A diagnostic test revealed low impedance readings on lead contacts 15 and 16. During reprogramming, lead contact 14 was used instead, and the pt reported her satisfaction with the stimulation. Follow up on the pt found no further issues reported. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.